Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01514.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery using a penumbra engine (engine) and penumbra engine canister (canister). During the procedure, none of the indicator lights on the engine were illuminated, and the engine would not generate vacuum pressure. The hospital staff troubleshooted the engine with a canister, but the issue was not resolved. Therefore, the engine and canister were removed. The procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.